Event description:
It was reported that a vial-mate reconstitution device had leaked. The leak was from between the bag and the adapter. The leak was noticed after spiking the bag in the medical surgery department. The customer stated that the leak occurs when the fluid is sent into the vial. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.